Event description:
It was reported that the patient heard their subcutaneous implantable cardioverter defibrillator (s-ICD) emitting tones. A remote interrogation was performed which noted a high shock impedance alert. Initially it was thought that the alternate sensing vector was flat, however after review by boston scientific technical services (ts), it was determined there was low amplitude r-waves and not completely flat. There was concern over a fracture in the electrode, possibly near the s-ICD. X-rays were sent in to ts for review. Therapy was programmed off in the s-ICD and ts suggested an emergent electrode revision. There was also discussion about potential electrode dislodgement due to possible twiddler's syndrome. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. It was noted that the patient had twiddler's syndrome and had gained weight since implant. A new s-ICD and electrode were successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the complete lead was returned, not severed. Visual inspection revealed that the electrode was extremely braided/twisted from mid-section to terminal area which is consistent with twiddler's syndrome. An x-ray showed all conductors were fractured except sense b cable (with partial fractured). The location of the fractures was in the braided/twisted area of the electrode. The electrode did not pass electrical testing due to the conductor fractures. Analysis confirmed the field allegation of low amplitude or poor morphology, shock impedance high and lead fractured.

Event description:
It was reported that the patient heard their subcutaneous implantable cardioverter defibrillator (s-ICD) emitting tones. A remote interrogation was performed which noted a high shock impedance alert. Initially it was thought that the alternate sensing vector was flat, however after review by boston scientific technical services (ts), it was determined there was low amplitude r-waves and not completely flat. There was concern over a fracture in the electrode, possibly near the s-ICD. X-rays were sent in to ts for review. Therapy was programmed off in the s-ICD and ts suggested an emergent electrode revision. There was also discussion about potential electrode dislodgement due to possible twiddler's syndrome. Subsequently a revision procedure was performed where the s-ICD and electrode were explanted. It was noted that the patient had twiddler's syndrome and had gained weight since implant. A new s-ICD and electrode were successfully implanted and no additional adverse patient effects were reported.